Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Updated type of reported complaint from "adverse event and product problem" to "product problem." This is not an adverse event.